Event description:
A 3.5mm diameter by 18mm length s670 stent delivery system was inserted distal to a stent implanted in the proximal right coronary artery. User medwatch report states, "another stent moved off balloon and not deployed. Stent caught in proximal rca stented area. New balloon in and stent deployed". The stent dislodged from the delivery balloon when it caught on the previously deployed proximal stent. The stent was successfully retrieved with a snare device. Another s670 stent delivery system was inserted to treat the distal lesion. The pt was reported to be fine post procedure and there are no add'l clinical sequelae reported related to the event.